Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was unknown when the last successful recharge session occurred prior to the communication issues. A physician mode recharge was attempted prior to explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found the ins was at reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider via the manufacturer representative reporting that the ins was replaced at the same time of explant. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an implantable neurostimulator ( ins). It was reported that the patient became aware that the stimulation was off. The patient tried to get contact with the patient programmer and charger without success. The symbol "communication failed" was observed on the charger and "bad communication" on the programmer. They also tried to communicate the ins with the clinician programmer at the hospital without success. It was unknown what factors may have led or contributed to the issue. The ins was explanted and the issue was resolved at the time of the report. It was asked but unknown if the product was replaced. No further patient complication was associated with the event.